Event description:
Info received indicated the head section could not be raised.

Manufacturer narrative:
The technician found the head hi/low sensor link was broken. The technician replaced the sensor link to repair the bed.